Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a previous surgical scar and lifevest cut into the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided treatment to the skin irritation. Outcome of the irritation is unknown.